Event description:
During a surgical procedure, the disposable suction/irrigator tube set with tip (250-070-620) was found to be leaking from the red button (suction button) of the irrigator. Due to the malfunction in multiple devices with the same lot number, the team opened a total of 3 irrigators to complete the procedure. No harm to the patient. Product rep- (B)(6) was notified of issue. Pt code: 4582, device code: 1354. Ref report: mw5181820.